Manufacturer narrative:
Follow-up #2 date of submission 01/28/2016-product analysis: the device was returned and evaluated by product analysis on 01/20/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box failed to reveal evidence of a large prime volume. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump¿s force sensor calibration was found to be within specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that during the load step the motor stops at 193 units when the reporter noted 80 units in cartridge. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved after troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 11/30/2015-correction:this complaint does not meet requirements for reportability as the user is instructed to be disconnected from the pump during the prime steps and to prime the pump until they see 5 drops of insulin come out of the end of the infusion set.